Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the service technician, the device was missing a component during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
Per the service technician, the device was missing a component during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.